Event description:
It was reported that the patient underwent a shoulder arthroplasty. Subsequently, the patient was being considered for a revision due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item#: 211225, compr srs ic seg - 60mm, lot#: 67173385. Item#: 211216, compr srs prox bdy - sm 58mm, lot#: 67040292. Item#: 211229, compr srs mod rgx aug - lg, lot#: 825060. Item#: 211231, compr srs mod stem - 8x75mm, lot#: 65696872. Item#: 110031399, hmrl tray std, std, lot#: 66854563. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.